Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent r tkr on (B)(6) 2020. Patella revised on (B)(6) 2021 due to surgical error as the patella cut was at about 30 degrees to intercondylar notch. Patella removed, recut & cemented a new patella. (B)(6).